Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that cause of high impedances is unknown. Rep reported that no further actions will be taken at this time.

Event description:
It was reported that physician report elevated impedance on contact 0. No troubleshooting was performed and the issue has not been resolved at the time of this report. Additional information received from rep clarifying that they're wondering if patient can have MRI if they have an impedance value on one side that is a little high. Caller is looking for guidance to pass along to the hcp and stated that contact 0 is 2705 ohms unipolar. Caller states pt has always had "very close" to high impedances, around 3000 but below 5000 and noted the impedance values have not increased over time. Caller noted pt had a knee MRI two years ago which went fine but now pt is needing cardiac MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.